Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that in the process of catheterizing the patient, the needle reamer in the central venous catheter pack after peripheral intubation was pushed forward with normal force and felt stuck. Later, it was found that there was a tear in the anterior segment, which was easy to damage the blood vessel. Timely replacement of a new puncture kit. No other information was provided.